Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, "failed flow accuracy test at 21.2, ml 21.3 ml, and 21.2 ml" was reproduced. Evaluation reproduced the reported symptom from the failing results from flow testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel and the m2/m3 springs. The pressure plate travel requires readjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow accuracy test at 21. 2, ml 21. 3 ml, and 21. 2 ml during testing in the biomed service department. There was no patient involvement. No additional information is available.